Event description:
Information received by medtronic indicated that the reservoir was over delivering insulin. Customer stated that the insulin pump giving too much insulin while they were on low blood glucose. Customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.